Manufacturer narrative:
The fse will be implementing the fco at the customer site. (B)(4).

Event description:
The customer swapped out their original piic ix with a spare biomedical pc and the 2018 adt reboot issue was experienced. There was no patient incident.